Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose is 148 mg/dl. She replaced the battery but the issue persists. Customer uses energizer batteries. The device or the battery compartment is not damaged or corroded. Customer inserted a new one battery but the display did not return. A replacement battery cap was sent. Nothing further reported.